Event description:
It was reported that the user experienced repeated occlusion alerts on an ilet using a contact detach infusion set, especially when attempting meal announcements; the alert cleared only after a supply change, and troubleshooting and education were provided for occlusion management. No adverse clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included customer troubleshooting and education focused on occlusion resolution steps. Investigation of this case revealed an insulin delivery occlusion that was resolved after replacing supplies and changing the infusion site. It was concluded, based on previously established findings for similar reports, that the cause was consistent with an infusion set or site-related occlusion.